Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient went into the clinic with a modular cable tear. The modular cable was exchanged and during the exchange of modular cable 8356982 a driveline communication fault alarm appeared. At the time the alarms were reported to have been resolved via exchange of both the modular cable and system controller. The patient's old primary system controller became their backup system controller. The log files were reviewed and captured driveline comm b fault flags on (B)(6) 2024. There were also low power advisories due to normal battery depletion. The log file also suggested that the patient had not been connecting to power module/mobile power unit (mpu) power. This indicated that the patient had been sleeping on battery power which was not recommended. There were no other unusual events seen in the log files. The system controller and modular cable were confirmed to have been exchanged at the same time. No products would be returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a driveline communication fault alarm. The patient went into the clinic with a modular cable tear. The modular cable was exchanged and during the exchange on the old modular cable 8356982 a driveline communication fault alarm appeared. The alarms resolved with the exchange. The patient's old primary system controller became their backup system controller. The log files were reviewed and capured driveline comm b fault flags on (B)(6) 2024. There were also low power advisories due to normal battery depletion. The log file also suggested that the patient had not been connecting to power module/mobile power unit (mpu) power. This indicated that the patient had been sleeping on battery power which was not recommended. There were no other unusual events seen in the log files. The system controller and modular cable were confirmed to have been exchanged at the same time. The patient went to the clinic with a driveline communication fault alarm. The patient had just received a new modular cable (lot # 10524234) on 06nov2024 for driveline communication fault alarms. The log files were reviewed and displayed multiple strings of low power advisories while on batteries due to normal battery depletion. There were also multiple strings of driveline_comm_fault / (f5) pwr_b_broken alarms beginning 15nov2024 on system controller (B)(6) . It was suggested that the modular cable and system controller be replaced with a new out of box system controller and modular cable if the patient can tolerate an exchange. After replacing the modular cable and system controller it was advised to monitor for alarms. The driveline communication fault resolved with the modular cable exchange and no system controller was exchanged. The patient was planned to be discharged home and was to return to the hospital if the alarm reoccurs so it can be fixed. The patient requested to come in for a driveline cleaning. There was green corrosion seen on the proximal portion of the driveline which was responsible for the driveline communication fault. There appeared to be a possible spot of corrosion on the patient side of the modular cable connector (lot # 10524234). A warranty replacement was requested. It was not confirmed whether or not this modular cable had corrosion. The cause of the corrosion was not determined. The modular cable connector was cleaned and replaced after the initial cleaning. The driveline communication fault alarms did not return pre/post cleaning and there were no further issues. The additional log files were reviewed and showed a low power advisory due to normal battery depletion on (B)(6) 2024. There were no driveline communication faults seen.

Manufacturer narrative:
Section d9: corrected. Manufacturer's investigation conclusion: the reported event of damage to the modular cable was not confirmed. The reported event of driveline communication fault alarms was confirmed via analysis of the submitted log file. A log file was submitted for review and data from the reported event date of 06nov2024 was reviewed. The log file captured a driveline communication fault alarm from 10:47:30 to 10:49:20 that was associated with a com_b_fault. The alarm resolved once the driveline was disconnected on 10:49:20; this is consistent with the reported modular cable and system controller exchange. No other notable alarms were observed. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The modular cable was not returned for analysis. The root cause of the reported events could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 modular cable, lot number 8356982, was manufactured in accordance with manufacturing and qa specifications. The modular cable was shipped to the customer on 29mar2022. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline communication fault alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ subsection entitled "what not to do: driveline and cables", explicitly cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 patient handbook (rev. D) section 4 ¿ ¿living with the heartmate 3¿ explains how to properly care for the driveline and states, ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid¿. Heartmate 3 patient handbook (rev. D) section 10 ¿ ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.